Event description:
It was reported that during a stenting treatment procedure in the internal carotid artery, the carotid wallstent did not deploy completely and the ring of the external sheath stayed on the stent. There were no reported patient complications. Current patient status is unk. Further information has been requested on this event.

Manufacturer narrative:
The device has been received for analysis, but requires additional investigation which is not complete at this time.